Event description:
Patient called to report that pt has not been getting any audible alarms for the past month. Pt has also been getting a blank screen and has had to replace batteries every two or three weeks.